Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the minimal fluid/swelling reabsorbed back into the patient¿s body postoperatively. The hcp reported that the loss of stimulation was caused by intensity/side change or poor lead placement. The hcp reported that the trial leads were removed on (B)(6) and the unit was turned off on (B)(6) 2016. The hcp also reported that the impedances were checking in office on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and manufacturer representative. It was reported that the patient was not feeling stimulation on either side. The patient was assisted in increasing stimulation on both sides but this did not resolve the issue thus the patient felt that the leads may have migrated or got pulled out. The patient stated they felt a little stimulation the day before report but on the day of report they did not feel any stimulation and thought the wires may have moved. Additional information from the patient via a manufacturer representative was provided on 2016-10-15 which stated that the patient had swelling and fluid on her back from the procedure. The patient reported additional information on 2016-10-18 via a manufacturer representative which stated that the patient noticed a cramping pain in the tailbone area. The patient lowered stimulation down throughout the day until she got to .1 and was still experiencing the cramping in her tailbone. The patient turned the external neurostimulator off using their controller. The device remained off at the time of report and the patient stated it was just to let her body rest.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider indicated patient weight during the event to be 225 pounds.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.